Event description:
No osseointegration, patient has diabetes mellitus, no thread tap used, primary stability was achieved, biomechanical overload, immediate implantation, bleeding, inflammation, mobility. Patient functioned on area. Pt. Did not follow post-op protocol. Same patient as (B)(6).